Event description:
It was reported there is a problem. Followup has been requested concerning the problem. The programmer was returned for repair. No patient involvement or complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there is a problem. Followup attempts concerning the problem have not been successful. The programmer was returned for repair. No patient involvement or complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. System error appeared during boot-up.